Manufacturer narrative:
The reason this revision surgery was to remedy the patient's lack of range of motion 2.5 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 59603895. (B)(4). Information was not provided that definitively identified the reason/root cause for the lack of motion and range. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to lack of range of motion, the surgeon performed a poly swap.